Event description:
It was reported that the patient was on program 3 at 3.9 volts. She changed to program 4 at 2.1 volts and was shocked. The patient turned off the programmer, then resynched and felt no stimulation. She increased program 4 to 2.2 volts and thought that it worked comfortably. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer: model: 3037, (B)(4); lead: model: 3889-28, lot# v557203, implanted: 2010 (B)(6), explanted: unknown.